Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fingerstick blood glucose of 358 mg/dl after a reported meal and recent supply change; the user was using inset infusion sets and noted rising glucose after dinner, and an agent guided the user through tubing fill verification with visible drops and a full site change, after which the pump was reconnected successfully. Symptoms included high blood glucose. Outcomes included user refusal of a follow-up call, with a plan to rest and call back if needed. Investigation included remote troubleshooting and education on infusion set and tubing fill, as well as completing a site change to address potential delivery issues. Investigation of this case revealed that the exact cause of the hyperglycemia remained unclear after confirming tubing priming and replacing the infusion site, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.